Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced due to contamination to address the issue. Additionally, the blower assembly, blower bellows, blower mount, blower cap, main housing, machine flow sensor, blower chassis plate, muffler assembly, tubing blower chassis, tubing-fio2, tubing-low flow o2 and tubing system pca were replaced due to water ingress/contamination findings not related to the malfunction/issue.